Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11283r66, implanted: (B)(6) 2002, product type: catheter. Product ID: 8711, lot# j11266r29, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a patient receiving an unknown drug at the time of the event. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2012, the patient was sick, had bronchial asthma, heartburn that felt like an explosion and not enough money or gas to get to a friends house and get something for the heartburn. The patient also experienced sneezing and driving violent sneezing, could not breath. The patient talked about almost getting into a head on collision and when she got into an ambulance she tried to tell the attendant "opiate" infusion device that she was allergic to "gentamycin", took 1/2 zantax. Patient was laid down flat on the back, arms and legs were strapped and across the chest was extra tight. The patient could not breath, needed to sit up and the attendant was tying her arms getting ready to give her some morphine yet patient kept telling him that she had asthma, the strap was getting tighter."opiate antagonist x2" albuterol x2 and anything else they could get to give patient just to see her arrested. The patient had to keep trying not to have to live in a fog, befuddled waiting to do nothing except watch the clock for the next pill or always wondering why the pain just won't go away. The patient got to heal, learned to walk again and be alive. The patient then got a device and no doctor. The opiate infusion device needed to be refilled and patient was so close to asking her followup doctor if she could have it taken out.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer on (B)(4) 2015 and it was reported that at the time of the event, the pump was delivering morphine sulfate. The circumstances that lead to the breathing difficulty was bronchial asthma since the age of 14. When the pump was first put in, it took almost 4 years for the physician to calibrate it and find the right medication to use in it. The side effects were lower extremity lymphedema. At times, they would become so swollen with fluid that the patient could not bend her knees or walk; the "damage is just starting to heal." When the patient was driving in (B)(6) 2012, she began sneezing because of allergies and bronchial asthma that seemed to worsen starting in (B)(6). Because of the bronchial spasm the patient drove her car to the side of the road. She could not find her inhaler. The ambulance was called. She told the paramedic she was having an allergic reaction and an asthma attack and she couldn't breathe. She remembered being strapped by her ankles, arms, and chest flat on her back; the chest strap and lying flat was making it worse. She complained and he got angry. An IV (intravenous) was started. The patient didn't remember the ride or what happened after she arrived at the hospital. She woke up in a darkened room and a policeman was asking her questions; she could not make sense of it and was told that her car had been towed and she signed for it. Her husband was not allowed to see her or speak to her until the policeman left. When her husband came into the room, he handed her 3 tickets. She was being charged for dui (driving under influence). She had caused no accidents; she had driven the car off the road. She went to court only to find that the da (district attorney) had medical records that were incomplete. She found out during the trial that the ambulance attendant had treated her like a heroin addict in respiratory arrest. During the 27 mile ride to the ER (emergency room), he administered 2 doses of naloxone as well as albuterol. The assistant da prosecuting the case asked the paramedics questions, "but made them answer them from pages of answer she gave them." The patient's lawyer basically did nothing. The patient was confused because she had had an asthma attack and was wondering why she was treated for an opiate overdose and given a dui. Her case helped the da who was also the chairman of a committee against doctors with practices based on treating chronic pain patient's win a vote against intractable pain centers. Within 6 months, her pain clinic closed its doors to the public and all the patient records were confiscated. The patient was told that her physician went on a sabbatical. She had not seen or spoken to him and was unable to obtain her treatment records. Her doctor, at her request, had been lowering the dose of morphine in her device; it was set at its lowest infusion rate. She did not have enough morphine in the device to barely register on her monthly drug tests. Per the patient, the "paramedic overdosed me." All attempts at trying to fight the dui and do something had brought the patient trouble including being thrown from a 5 foot porch, knocked out, and beaten. She went to the ER and had an x-ray of her ribs. She had hospital records. She did not make a police report because she was threatened. This happened in (B)(6) 2014. All of the patient's files/medical records, pain diary, birth <(>&<)> marriage certificates and everything she needed to identify herself were stolen. Her husband was able to load a few tools, a suitcase for each of them and their one dog (their second dog had disappeared after an attempt to get lawyer) and they left the state in the middle of the night and moved to another state. They moved away to get away "from the trouble caused by people who cause trouble because I refuse to share/give my pain meds". Per the patient, "the problem with pain is the anxiety of not being able to get past it. Nothing actually stops the pain. No one understands the anxiety. Those who want my drugs, those who don't want me to have drugs". The patient felt that the prosecuting attorney made it impossible for her to prove that she was not taking oral break thru opiates and that the justice system in that county was corrupt. She was close to trying not to have to use opiates in her device. She felt that her physician could have used her as an example of someone that after 10 years of having a device she no longer was taking hydrocodone (10/325 x2; 4x/day); the opiates in her system from the device barely registered on her drug tests. The patient still needed managed chronic pain care. The pain was (and is still there), but she was healing from its affects. The patient felt that she was now back to square one. She was afraid of living her life trying to escape from a part of herself. She was afraid of never finding a doctor that would be willing to listen to her and not just treat a pain that even the device didn't really make go away (but it soothed it) and treat the other problems (sleep, anxiety/panic not sleeping more than an hour or two at a time at night tossing and turning). Her worst fear was that doctors would refuse to treat her. The patient was in a constant state of anxiety/panic; "the 24 hr a day, 7 days a week, 12 months, 365 days a year never changing pain at a level that interferes because I can't sit, stand, lie down or move to get away from it." She tried to live without the device because of the trouble. She was trying to go thru the va (veteran's administration) but the va needed to go thru the steps of seeing every doctor leading to a neurosurgeon. She was currently being seen by a spine specialist. The patient had seen a doctor on (B)(6) 2015, but they were unable to read the pump at the time because they didn't have the right device. It was being sent to the clinic via (B)(6) and she had an appointment scheduled for (B)(6) 2015 to read the device.